Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to excessive blood loss on (B)(6) 2018 with blood glucose of unknown. The customer stated that the doctor gave stitches to skin to close the wound. The device will not be returned for analysis.